Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual inspection it was found that the inner conductor coil was fractured between the lead tip and the ring electrode. This damage can be considered the root cause of the clinical observations. Based on the characteristics of the damage it is assumed, that the lead was subjected to mechanical stress in the implanted state such as consistent bending in this region. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as several cuts into the insulation, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was extracted due to high impedance, loss of capture, and loss of sensing. The lead tip completely fractured from the lead body. The lead body was explanted, but the lead tip was lodged into what appears to be the rv outflow track. Lead tip remains in the body. Should additional information become available, this file will be updated.